Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son was hospitalized for high blood glucose and diabetic ketoacidosis; the customer was in the ICU being treated with the insulin pump and insulin drip. The patient's blood glucose was 449 mg/dl at the hospital. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The device settings were programmed inaccurately; the bolus wizard was off and the carbohydrate ratio and sensitivity settings were not available. The customer was assisted with correcting the programming. A high pressure test could not be performed due to lack of a tubing clamp. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.